Event description:
It was reported that during a procedure of unspecified type, leaking was observed from this console. The procedure was not completed. There were no patient complications reported. This report is being submitted due to the canceled procedure.